Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was protruded. The customer¿s blood glucose level was 178 mg/dl at the time of incident. Troubleshooting was not performed for damage. Customer reported that the insulin squirting out on set. The insulin pump will not be returned for analysis.